Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The belt clip broke. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive down buttons due to flattened and creased all buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. No broken or cracked belt clip slot noted.